Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the appendage using a pigtail catheter as a guide. The 30mm watchman laa closure device & delivery system (wds) was then inserted into the was and the closure device was deployed in the laa. The closure device was deployed distal to the ostium of the appendage so a partial recapture was performed. The device was redeployed in the ostium of the appendage but the feet of the device were caught on pectinate muscle within the appendage and the lower part of the appendage was inverted. The physician did a full recapture of the device which released the pectinate muscle caught in the feet of the device. The echo technician then checked for a pericardial effusion and noticed there was slight pericardial effusion around the appendage. The procedure was put on hold for about 3 minutes while the physicians monitored the effusion. It was then noticed that the pericardial effusion was increasing slightly and so it was decided that the procedure would be stopped and the effusion to be further monitored. About 40 minutes after the procedure was stopped and the device was removed from the appendage the pericardial effusion had increased even more and was now around the right atrium and the left ventricle. The physician decided to perform a pericardial tap to drain the fluid. After they drained the pericardial effusion it was noted that blood was continuing to fill the pericardium. The patient was transferred to the operating room to in order to stop the bleeding. The patient is stable following surgery.